Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) ¿ incomplete. The expiration date is not currently available.

Event description:
It was reported that the anchor was back out when fixing the bridge suture in the bone hole on (B)(6) 2018. It was also reported that the anchor thread was broken. The surgeon tried to use alternative device (p/n and lot number were unknown), but the surgeon could not fix the anchor. Finally, the surgeon used the third alternative device (p/n and lot number were unknown) and could fix the anchor with another bone hole and different insertion angle. It was brand new and the first use when the issue occurred. There was less than 30 min surgical delay and no harm to the patient.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Investigation summary: the complaint device was discarded by the customer therefore the device is not available for a physical evaluation. It was reported that the device broke. No pictures were provided. This complaint is not confirmed. The DHR review indicated that this batch of devices were processed without incident, therefore, there is no evidence of manufacturing anomalies on the records reviewed. Furthermore, a review into the depuy mitek complaints system revealed one similar complaint for this lot of devices that were released to distribution. Based on the information available this complaint will be accounted for and monitored via post market surveillance activities. However, if additional information is made available, the investigation will be updated as applicable. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Associated medwatch: 1221934-2018-51057.

Manufacturer narrative:
The initial medwatch report stated that the product was broken. The product failure was that the anchor backed out of the bone hole. Also the report indicted that the suture had broken. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) ¿ incomplete the expiration date is not currently available.